Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented one-month post implant via remote transmission. Upon review the implantable cardiac monitor battery display exhibited low remaining capacity. Display of low battery was suspected possibly due to the storage of the device in the cold temperature pre- implant procedure. The patient was in a stable condition. No further information was available.